Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was on and fully booted and it displayed the localizer not connected message. The system was unplugged from the wall and turned the system back on and the camera was able to connect without further issue.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: ; section d references the main component of the system. Other medical products in use during the event include: cable 9735772 extrnl main to cam s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The representative spoke with the site. The site believed that during the time of issue occurrence, the camera cart monitor was mirroring the main cart monitor as expected and the camera had both the green and amber lights illuminated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.